Manufacturer narrative:
A follow up medwatch will be submitted when further information becomes available.

Event description:
It was reported that there was a crack on the ll of the cannula connector, and blood leakage was detected after transportation from cannula lab to the ccu. It occurred during patient use. The product was changed with a new cannula. No harm or death to any person was reported. Complaint #(B)(4).

Manufacturer narrative:
It was reported that there was a crack on the ll of the cannula connector, and blood leakage was detected after transportation from cannula lab to the ccu. It occurred during patient use. The product was changed with a new cannula. No harm to any person has been reported. More information received from customer and states that there was not any damage detected during visual control and cleaning agent was not used on the product. Also patient position was changed during treatment. Complaint sample could not be investigated since the product could not be provided by customer. However, getinte tested an unused product from same lot number returned from user on 2023-01-24. Visual control was performed for unused product and there could not be found any damages such as scratches, breaks, deformations or crack. Based on the laboratory investigation result, there could not be found material failure, and complaint description could not be confirmed in laboratory investigation results since the original sample could not be investigated. Besides, the received photograph from customer shows the crack along the way of luer part of the connector. Based on this, the complaint could be confirmed but it could be conclude that not product related. The production history records (dhrs) of the affected be-pal 1523 with lot# 3000224587 was reviewed on 2022-10-20. According to the DHR result, the product be-pal 1523 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further, the incoming inspection report (batch # 3000203046, inspection lot # 010000928760) of the affected component "700000285 / 00285#konnektor 3/8 x 3/8 ll" was reviewed on 2023-01-24. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Also, laboratory investigation of unused product which has the same lot number with reported hls cannulae shows that luer lock connector does not have any damages. Due to these, material related influences are unlikely. The reported failure could be linked to the risk assessment and control of hls cannulae and the most probable cause could be: user error lack of attention during device handling, unintended removal of fem cap from cannula, mechanical damage of cannula connection during removal of fem cap, dearing of cannula (tightening luer cap), damage of cannula connection during connection of tube line, mechanical damage of cannula during fixation, disconnection of drainage cannula from tubing line, unintended repositioning of hls cannula (during patient transport or repositioning). The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Trackwise complaint # (B)(4).